Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including testing using both fully charged and low-charged test batteries without duplicating the report. Internal inspection found no discrepancies. The battery associated with the event was not returned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.